Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual volume (arv) was less than the expected residual volume (erv). The arv was 0 and the erv was 6. On (B)(6) 2014, the clinic saw the patient for the first time (as a new patient). It was unknown about previous refills and it was unknown if the issue had occurred before. The clinic filled the patient and kept the patient at the same dose. The patient seemed to have been doing fine and did not have withdrawal symptoms. On (B)(6) 2014, the patient experienced confusion and became unresponsive. The patient was hospitalized in the intensive care unit (ICU) on (B)(6) 2014. The patient had been intubated and had a "air leak." The patient was also diagnosed with a urinary tract infection (uti). The patient was doing better at the time of report and the issue had resolved. It was noted that the patient had been ruled out for pocket fill and felt the patient's symptoms were related to intrathecal baclofen withdrawal. The nurse practitioner had checked for volume discrepancy. The erv was unknown, but the arv was 38ml. It was noted that on (B)(6) 2014, they did a catheter access port (cap) study to check the catheter and it was negative. The patient was going to have a CT scan. It was reported that the patient was doing well. The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information received reported that the patient was hospitalized and seen by his previous provider (office was 2 hours away). A pocket fill was ruled out by removing the pump contents and confirming accurate volume. The patient had a history of respiratory issues that caused a loss or change to the level of consciousness; which was deemed not device or therapy related. The primary care physician (pcp) was called and the history of the aforementioned symptoms was confirmed. It was stated that the symptoms were more severe and longer lasting. A dye study was performed and the catheter was found to be intact and performing as intended; as well as the pump. No device anomalies were found. The patient was now stable and the symptoms resolved on their own. This was consistent with the statement made by the pcp and how the symptoms resolved when previously presented. The patient was to be seen the following week ((B)(6) 2014) and have the reservoir volumes checked. It was noted that the pump had previously gone empty, but it was unknown for how long. There was no previous history of volume discrepancy. It was thought that this was the only explanation for the volume discrepancy. The actual reservoir volume (arv) was 0.5ml and the expected reservoir volume (erv) was 5.8ml. The patient was not taking oral medication.